Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to oxidation on the micro switch leads of the aged latch. The field service engineer resolved the issue by cleaning the oxidation, applying conductive grease, reseating the wire harness, and clamping it securely. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager refrigerator door was failed. The customer stated that the malfunction occurred when the user tried to issue medication to the patient which resulted in delay since the user obtained medications from another station. However, there were no adverse events or injuries reported based on this event.